Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed that during the device evaluation, the duodenovideoscope exhibited foreign material on the distal end and on the adhesive around objective lens. There were no reports of patient involvement.

Event description:
Correction to b5 of the initial report: in addition to the previously reported malfunctions, the device inspection also found corrosion around the forceps elevator.

Manufacturer narrative:
This supplemental report is being submitted to correct the b5 and h6 of the initial medwatch. Correction to b5; please see b5 for additional information. Correction to h6 component code to add "4771-lever" and correction to h6 medical device problem code to add "1131-corroded".

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and device evaluation. Additional information: h3, h4, h6, h11. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, olympus confirmed foreign material adhered to the lens and there was corrosion around the forceps elevator, but the type of the material could not be identified. There was no deformation or damage around the area the foreign material remained. The corrosion around the forceps elevator was likely due to the material not being removed during reprocessing. There was also a leak noted around the forceps elevator. However, a conclusive root cause was not determined. The event can be detected/prevented by following the instructions for use which state: reprocessing manual_ reprocessing the endoscope (and related reprocessing accessories). *precleaning the endoscope and accessories. *manually cleaning the endoscope and accessories. ·important information ¿ please read before use_ warnings and cautions. Warning: do not strike, hit, or drop the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector. Also, do not bend, pull, or twist the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector with excessive force. The endoscope may be damaged and could cause patient injury, burns, bleeding, and/or perforations. It could also cause parts of the endoscope to fall off inside the patient. Olympus will continue to monitor field performance for this device.